Manufacturer narrative:
The lot was manufactured between september 3, 2019 - september 4, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed residual fluid inside the device bladder which suggested an underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined; however the most probable cause is user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. The reporter stated that after 72 hours, 150 ml of the solution remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.